Event description:
The customer stated that he had received a reading of 11.6. He had misinterpreted the reading as 116mg/dl. The customer did not make any adjustments based on the reading or allege any adverse event. The customer was able to change the meter back to mg/dl with assistance. The meter will be returned for evaluation and a new meter will sent.